Event description:
Respiratory therapist stated that use of this device was not suctioning well and has limited suction setting which made it difficult to suction patient and was concerned with mucus plugging.